Event description:
According to the reporter, in a total laparoscopic hysterectomy, while in the vaginal cuff, the needle fell out of the handle and into the cavity of the patient. The surgeon was able to retrieve the needle with a grasper. The same handle was used with a new loading unit of the same kind to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product:173016, 173016 endo stitch instrument, (lot# unknown)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.